Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 26-nov-2018. Part number: 456.318s, 11mm/130 deg ti cann troch fixation nail 170mm-sterile. Expiration date: 31-oct-2027. Lot number: h784074 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component part were not reviewed as the reported complaint condition of ¿difficulty getting the helical blade to pass through the nail¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the component dhrs would not be relevant to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code-hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, there was difficulty getting the helical blade to pass through the nail. The blade was hitting the bottom of the nail. It was as if the nail was a 135 as opposed to 130. The surgeon then tried tightening the nail connection to the insertion handle. The blade guide sleeve connection to the nail insertion handle was also tight. The blade was able to pass manually with the blade guide sleeve and disconnecting the compression nut from the aiming arm. The nail was locked distally through the loving sleeves and finished the case. The original blade was removed and tried implanted a second set of helical blade. Procedure was successfully completed with a ten (10) minute surgical delay. Patient outcome was good. Concomitant devices reported: unknown insertion handle (part#unknown, lot#unknown, quantity 1), unknown guide sleeve (part#unknown, lot#unknown, quantity 1), unknown aiming arm (part#unknown, lot#unknown, quantity 1), unknown compression nut (part#unknown, lot#unknown, quantity 1).this report is for one (1) 11mm/130 deg ti cann troch fixation nail 170mm-sterile. This is report 1 of 2 for (B)(4).